Event description:
It was reported that the patient's neck incision site was mildly infected so she underwent full explant of their generator and lead. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?: device evaluation is not necessary as the reported event of infection is not suspected to be related to device performance, but is a known risk of vns surgery.

Event description:
It was reported that the patient has a small knot on her neck at the lead incision site that developed after she irritated the site by reaching under the bed for her pet. The patient also had a seroma at the generator incision site. A later report from the physician indicated that the knot on the patient's neck went down on its own. Per the patient, yellowish liquid came out in the shower. Afterwards, the patient visited her surgeon, who saw no sign of infection. The physician also indicated that they believed that the seroma at the generator site was due to vns surgery and was now mild and self-resolving. Three weeks after the appointment with the surgeon, the patient reported to her physician that the wound at her neck had not gotten better and that it was still leaking pus. The patient followed up again with the surgeon, who indicated that he believed she had an infection. The patient was put on bactrim and referred to an infectious disease specialist for further follow-up. The office reportedly believed that the infection was caused by the patient irritating her incision site while reaching for her pet under the bed. A review of the device history records of the lead and generator confirmed that both were sterilized prior to release. No additional relevant information has been received to date. No known surgical intervention has occurred to date.